Manufacturer narrative:
Investigation conclusion:a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. A review of the product did not find any unusual trend for the reported complaint category. Through interview it was found the lot provided by the customer had expired prior to use. Root cause: unable to determine / possible expired product use source: phone.

Event description:
Customer reporting they continually test sars positive when using the test. Customer does not know how many times they have tested positive but stated they have been negative by pcr and other brand rapid antigen tests over the period of testing. During interview it was found the one known lot number provided by the customer was expired when used. 2 reports will be filed to represent unknown number - report 1 of 2.